Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2009 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and monarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010. It was reported that patient also underwent mesh revision on (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 and mesh was implanted along with concurrent a&p colporrhaphy, vaginal colpopexy, enterocele repair, perineorrhphy and cystoscopy. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010 and (B)(6) 2012 due to erosion.